Event description:
Implant date 1990. Ten years after implantation, it is alleged in a lawsuit, that the patient complained of pain and "permanent and disabling injuries" after discovering on x-ray that the device was broken. Not reported to have been explanted.